Event description:
The report the co received from the field indicated the peel pack label incorrectly identified the product, as the color code was incorrect. It was also reported that the product inside the package was larger than the indentified 4french size, and the sheath introducer also had the same incorrect color code. Consequently, the product was not clinically used to treat the pt. The account confirmed that there was no conmingling of the sheaths on the prep table, as no other sheath was opened.